Event description:
It was reported that the compressor was contaminated with liquid. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received service report the drainage valve was defective and in need of replacement. Replacement of the drainage valve solved the issue. The purpose of the drainage valve is to remove water collected in the water separator at regular intervals. The valve is closed in non-activated condition. During operation, the valve will be activated(open) for approx. 0.5 seconds twice every minute by the timing circuit on the pc board. When the valve opens, the water collected in the water separator will be transported to the drainage bottle. Our conclusion is that the replaced part was the cause of the failure. However, the root cause of why the part failed has not been established as the replaced part was not returned for investigation. A correction of field # d1 brand name, # d4 version or model #. D1 ¿ brand name - previous brand name: compressor mini, corrected brand name: compressor mini 115v 60hz. D4 ¿ version or model # - previous version or model #: compr mini 115v 60hz, corrected version or model #: 6481779.

Event description:
Manufacturer ref#: (B)(4).